Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor it was reported that the patient saw the message: mytherapy is off, while recharging their ins and they have never seen that before. Patient normally charged every 7-9 days and it was usually easy, they never have problems but today, it was at 10 percent, and they have been sitting for almost an hour. Patient said, it has gotten to 30 percent but keeps flip flopping between excellent to good. Reviewed some general interstim and recharging information and patient said they last recharged 11 days ago, but they did not expect the battery would get so low, therapy would get turned off. During the call patient was successful to continue charging with an excellent connection and the ins battery level increased to 40 percent. Reviewed after charging they can use their control equipment to turn stimulation back on. Reviewed equipment use and sent email with quick guide and interstim information. The patient's relevant medical history included during the call patient mentioned at first when they got their stimulator, charging was difficult and frustrating. Patient said the belt does not help at all, it never worked. Patient said they resolved it by holding it in place with a tight pair or yoga pants leaning against a cushion and since they started doing that charging became easy, now, they never have any problems.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, serial#: unknown, product type: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.